Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported hardware error code on the receiver.

Event description:
Clinic contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, the patient experienced a hardware failure. Clinic did not report any injury or medical intervention at the time of contact with dexcom technical support.